Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a remote follow up, myopotential oversensing and low sensing threshold were noted on the right ventricular (rv) lead. X-ray imaging was conducted which revealed that the rv lead has perforated the heart. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.